Event description:
Boston scientific crm received information that this pacemaker dependent patient presented to the emergency room with presyncopal behavior. The presenting rhythm was in the 30's, and there was a stored episode showing noise on the right ventricular (rv) channel. This noise indicated some vp-ns pacing with some inhibition; rv on autosense was also on. No loss of capture was reported. During the device evaluation, intermittent noise was reproducible at different levels but inconsistent with movement. Pocket manipulation could not induce any noise, and myopotentials were not suspected. No loss of capture was observed. Impedance measurements were stable. The rv lead was surgically abandoned for suspected fracture and replaced with a new lead the next day.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.